Event description:
Patient with right leg dvt had a vena cava filter placed, and the wire used for the procedure was guidewire and not the wire supplied with the kit. The patient's vein was perforated by the dilator during the procedure (wire was too flimsy). Perforation resulted in a hematoma.